Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-03148. It was reported that the patient had pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both ipgs were moved closer to the collar bone to address the issue. Therapy was restored.